Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. During testing the reported problem was unable to be duplicated. Both the motion and x-ray batteries tested out fine. The system passed the system checkout and was found to be fully operational. No parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the imaging system was not holding a charge and was shutting down when unplugged from the wall. There was no patient present when this issue was observed.